Event description:
It was reported that after the implantation of an elevate anterior, the patient was "retaining fluid" due to a suture obstructing a ureter. On (b)(6 2015 the patient underwent a procedure to release the suture. The physician took an abdominal approach and "all he had to remove was a stitch as a result of the ureter being in the wrong location due to [a] prior surgery." It was also stated by the physician that "the obstruction was obviously not caused by the elevate implant but rather by the ureter not being in the right location and he put a suture through it when attaching [the] mesh to the apex of the vagina." On (B)(6) 2015, it was reported by the physician that the patient is "doing well." It was also noted that an another graft and sling were implanted on (B)(6) 2015. No further patient complications have been reported in relation to this event. Related to manufacture report #: 2183959-2015-00338.